Manufacturer narrative:
Concomitant medical devices: dtmb1qq crt-d, implanted: (B)(6) 2020; 383059, lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) and right ventricular (rv) leads spontaneously pulled back, with the lv lead no longer capturing. The lv lead was explanted and replaced, and the rv lead remains in use. No patient complications have been reported as a result of this event.